Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Error log review found system fault 41622 occurred. The customer's reported problem was duplicated. Tried to prime but pump alarmed error code 41622. The most probable cause of reported problem was a loose hub gear. The hub gear was retightened to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error 41622-1003. There was no patient involvement.